Manufacturer narrative:
This initial MDR is actually being submitted as a follow-up #1 MDR report for MFR report #2955842-2016-00862 (patient identifier # (B)(6) ). The complaint handling system that was used to submit the initial MDR on 12/02/2016 is no longer available for MDR report submissions. In relation to the reported event, intuitive surgical, inc. (Isi) received additional information that the patient subsequently expired on an unspecified date post-operatively.